Event description:
The customer stated that she experienced low blood glucose levels while driving and hit two parked cars. The customer was taken to the emergency room by ambulance, where she was treated for low blood glucose levels, and bruises from the accident. The customer stated that her blood glucose was too low to register on the glucose meter. The customer felt that the cause of the accident was the infusion set that she was wearing at the time. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.